Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. The patient effects of thrombosis is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after an iliac stenting procedure using a 6f sheath. The prostyle suture was placed successfully and the knot was successfully advanced to achieve hemostasis. Reportedly, the next day the patient had a thrombosis in the puncture site that was resolved with fibrinolysis medication. Eventually the patient was discharged. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.